Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unknown. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate. (B)(4).

Event description:
It was reported via journal article: title: higher modified glasgow prognostic score and multiple stapler firings for rectal transection are risk factors for anastomotic leakage after low anterior resection in rectal cancer. Authors: wataru sakamoto; shinji ohki; tomohiro kikuchi; hirokazu okayama; shotaro fujita; hisahito endo; motonobu saito; zenichiro saze; tomoyuki momma; koji kono. Citation: fukushima j. Med. Sci., vol. 66, no. 1. 2020 doi 10.1002/lt.25582. The aim of this retrospective study was to identify the risk factors of low anterior resection (lar), including l-lar, associated with anastomotic leakage (al). Between april 2002 and february 2018, 161 patients (male=99, female 62; mean age= 63.5 ± 11.5 years, age range= 33 ¿ 88 years; mean bmi= 23.3 ± 3.3, bmi range= 16.6 ¿ 39.7) were enrolled in the study. During the procedure, the rectum was transected using linear staplers or scissors after firing a purse string device. The choice of stapler varied depending on the time, operative approach and operator (endocutter, echelon, powered echelon, curved cutter: ethicon). Anastomosis was performed using a single or double stapling technique depending on the tumor location, rectal transaction method and operator¿s discretion. A circular stapler (cdh, ethicon or eea) was used for anastomosis, and the size of the stapler was chosen depending on the diameter of the rectum or colon. Reported complications included grade a al (n=?), grade b al n(n=?) Which were cured using conservative therapy, grade c al (n=?) Which had a diverting ileostomy; intraoperative bleeding (n=?). In conclusion, higher modified glasgow prognostic score (mgps) and multiple firings were independent risk factors for al.